Event description:
Incident described as: hospital had problems with nasal airway. The flange is described as too flexible and can be easily dislodged into the upper airway. This happened four separate times during intubation. No adverse outcomes reported. This is the third of four reports filed.

Manufacturer narrative:
Device requested, but has not been received yet. Investigation is ongoing and a follow up report will be sent as soon as is finished.